Event description:
It was reported that during cardiology office visit the lead was observed to be eroded through the skin. The lead was cut, capped but not fully extracted. The implantable pulse generator (ipg) was explanted and replaced. The lead was returned, analyzed and tested out of specification. No further patient complications have been reported as a result ofthis event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. (B)(4).